Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b7; g4; h2; h3; h6 reported event was confirmed via medical records reviewed by a health care professional. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875101036, liner neutral 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell, 62661367. 00489405820, trabecular metalâ¿¢ acetabular revision system acetabular augment, 62199762. 00771101320, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, 62258721. 00877503602, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, 2705086. Multiple MDR reports were filed for this event, please see associated reports: customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 0001822565 - 2020 - 02269, 0001822565 - 2020 - 02271.

Event description:
It was reported the patient is experiencing femoral pain, stiffness of the hip joint, and occasional hip pain approximately five years post implantation. Surgeon indicated to the patient that the femoral pain was not due to the implant, that the implant appeared to be fine. Attempts have been made and additional information on the reported event is unavailable at this time.